Event description:
The customer called technical support (ts) reporting that the device alarmed blower temperature high (ec 1122). The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the caller that the unit has a faulty blower or a faulty mc pcba and provided part numbers for both. The caller advised he will be replacing both parts. Further information is pending.

Manufacturer narrative:
The customer has ordered the mc pcba and blower to resolve the reported problem. Multiple good faith efforts were made to obtain information regarding device, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is received at a later date, a supplemental report will be submitted.